Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was contacted by the physician who reported that this patient's subcutaneous-implantable cardioverter defibrillator (s-ICD) device and electrode were infected. The patient had been on intravenous antibiotics. The patient was presented back to the electrophysiology (ep) laboratory. The s-ICD system was explanted without difficulty. The patient will be seen in-clinic in one week for wound check. The physician plans to evaluate the patient for a transvenous implant at that time.